Event description:
Procedure type: hemi-colectomy with ileum anastomosis. According to the reporter: the initial operation was in 2008 and the instrument was used during this initial procedure. The patient suffered from peritonitis 3 days after the operation. A re-operation was then performed in the next day. During the re-operation, it was found that the staples did not hold and leaking was observed at the median part of the stapling line. The patient did not have ischemic sign. The causes of death have not been specifically determined, as no autopsy was done. According to the surgeon, the patient was probably too weak for a second operation, because of his general health state and malnutrition.